Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the CPR, lead, size, nibp, alarms, options, event and home buttons were inoperable; however, the critical buttons, including analyze, charge and shock, all responded when pressed. Physio then replaced the printer/12-lead control (small) keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the original reported issue, that the critical buttons would not respond when pressed, could not be determined.

Event description:
The customer contacted physio-control to report that the only button that would respond on their device was the on button. The analyze, charge and shock buttons were non-functional, as were others. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.